Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, episodes of noise and an alert for high pacing lead impedance were observed. High capture thresholds were also noted. The lead was explanted and replaced. Patient's condition is good.